Manufacturer narrative:
The results of the product evaluation suggests that inflation of the balloon was attempted with the stent not fully positioned on the balloon.

Event description:
An endovascular stent with delivery system was successfully advanced to an unknown target lesion site in the pt's body. Upon attempted balloon catheter inflation, it was reported that the balloon would not expand due to a leak in the balloon. In response, the sds was withdrawn from the pt; however, upon withdraw the stent slipped off of the balloon catheter. The stent was successfully retrieved from the vessel with use of the guide wire; however the stent could not be removed from beneath the skin. Subsequently, the pt was sent to surgery for successful removal of the stent. The pt is reported to be satisfactory and there were no add'l complications reported relative to this event.